Event description:
Target was notified that during the procedure, a lot of friction was experienced during introduction into a catheter. It broke while it was being removed. This occurrance had no impact on the pt's health.